Manufacturer narrative:
Product event summary #(B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated a damaged grommet. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that post implantable cardioverter defibrillator (ICD) system implant and post defibrillation testing, 3 brief mechanical type noise oversensing ventricular episodes were observed. The pocket was re-opened and the connections were verified. The ICD was placed back in the pocket and another episode of ventricular oversensing was then observed. The ICD and right ventricular (rv) lead were removed and replaced. The patient developed a hematoma that was attributed to going in the second time to revise the system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, pacing lead, implanted: (B)(6) 2014; 5076-45, pacing lead, implanted: (B)(6) 2012. (B)(4).